Event description:
It was reported that during an acl procedure, the distal tip of this screw broke and was left in the tunnel. This surgeon inserted another screw, 5mm shorter behind the remaining broken screw. It was reported that the procedure was completed without injury or surgical delay.

Manufacturer narrative:
Investigation findings: the bioscrew was received for evaluation. A visual examination found the distal tip of the screw broken off, measuring approximately 9mm. Further evaluation found the screw threads had a melting-like deformity. The cause of this breakage was unable to be determined. The instructions for use warns the user of the following: improper alignment increases the risk of screw breakage. Careful selection of screw size with respect to bone block size, shape, and tunnel diameter can reduce the risk of screw breakage. Proper positioning of the graft and parallel placement of the guidewire, prior to screw insertion reduces the risk of screw breakage. The risk of implant breakage can be reduced by notching the tunnel and/or by dilating the bone block/tunnel wall gap. Do not use the flexible driver for dilation.